Event description:
Flexible reamer has let go of its spring.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as being within specifications prior to distribution. The investigation revealed two issues. Regarding constricted outer spiral: most likely the reamer got jammed in the bone marrow and too much torque force was brought to the reamer (most likely a power tool was used); the outer spiral got constricted and deformed. This deformation of the outer spiral led to the secondary constriction of the inner spiral deeper in the shaft. The IFU states that: ¿intramedullary reaming can lead to a potentially harmful increase in pressure and temperature if carried out with too much forward feed or at drilling speeds greater than 250 rpm. Reaming must be performed carefully.¿ regarding constricted inner spiral near the cutting head: previous complaints are known, reporting the same issue. A negative trend was identified and an nc was initiated to address this issue. During nc investigation some reamers were evaluated by an external lab. The investigation revealed that the material of the flexible spiral is within specifications. Furthermore the ¿orbital welding¿ process leads to a bigger heat affected zone than the old ¿electron beam welding¿ process. The heat affected zone reduces the hardness of the last winding of the inner spiral by approx. 50%. Due to over bend the area flexible shaft to inflexible head/adapter it is possible that the inner spiral got deformed at the point where the hardness is reduced; a guide wire insertion is no longer possible. It is most likely that the inner spiral gets deformed during cleaning: to clean the flexible spiral it is often necessary to bend the flexible shaft manually without an inserted guide wire. Near the cutting head and the adapter the flexible area meets the un-flexible adapter and cutting head. Bending of these areas caused a lot of stress to the material; in combination with the weak spots and great bending forces the inner spiral can be deformed. Nc has been opened to define if corrective actions are necessary. However, over-bending of the reamer is related to an improper handling/cleaning. No discrepancies were detected during risk analysis review. No non-conformity identified; due to negative trend and nc was initiated.

Event description:
Flexible reamer has let go of its spring.